Event description:
It was reported that the programmer was unable to interrogate some device models. It was noted that there seemed to be intermittent telemetry issues with random devices. The programmer was returned for service. A second programmer was available to complete the check. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - using a known good rf (radio frequency) head, telemetry remained steady even when the rf head connection of the programmer was moved back and forth. (B)(4) - rf head cable is damaged at the point where it enters the rf head body. Moving the cable at this part of the cable causes intermittent telemetry. The rf head cable uplink tests are out of specification; the rf head cable is out of electrical specification.